Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The axiem breakout box was replaced to resolve the issue. Codes b01, c07, and d02 are applicable. The 9735825r breakout box, lot 1600775520 was returned for evaluation. Analysis found physical damage. The returned nut fell off the cable connecting the housing of the breakout box (bob) to the cable. Despite the loose nut, the bob was fully functional. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's breakout box (bob) was damaged and needed to be replaced, specifically the connection between the cable and box itself has come undone and wires were exposed. The probable cause was likely normal wear and tear. No patient was present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.